Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead (ra) exhibited noise that was oversensed by the device. No intervention was performed. There were no patient consequences.